Event description:
It was reported that tip detachment occurred. The target lesion was located in the mildly tortuous and severely calcified pedal artery (pa). A savion flx guidewire was advanced to gain access from the foot up to the peroneal artery. However, during the procedure, a bit of resistance was felt upon attempting to advance the device and the entire floppy tip of the guidewire broke off in pa and was left behind. The wire was removed but the tip of the guidewire had to be left in the patient's foot due to the size of the vessel and no device or snare small enough to attempt a retrieval. The procedure was completed with another savion guidewire. No patient complications were reported.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the mildly tortuous and severely calcified pedal artery (pa). A savion flx guidewire was advanced to gain access from the foot up to the peroneal artery. However, during the procedure, a bit of resistance was felt upon attempting to advance the device and the entire floppy tip of the guidewire broke off in pa and was left behind. The wire was removed but the tip of the guidewire had to be left in the patient's foot due to the size of the vessel and no device or snare small enough to attempt a retrieval. The procedure was completed with another savion guidewire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device was inspected according to procedure: the returned guidewire had the distal tip portion with polymer section detached. No other issues were found. The device was measured in three sections (distal - medium - proximal). The distal, medium and proximal outer diameter were within specifications.